Event description:
It was reported that a clearlink extension set had no flow. The set was being used with a non-baxter infusion pump and primary set; the pump alarmed a downstream occlusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is not known, however the reporter stated that the event happened after (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.